Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer went to the emergency room (ER) on (B)(6) 2024 due to a low blood glucose level (342-343 mg/dl). Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.